Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor was broken, anchor site was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-sep-2020, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient no longer had stimulation. The device was interrogated and there were high impedances on all electrodes. It was unknown if there were any external contributing factors. A lead revision was performed, the lead was explanted. The revision went fine. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.